Event description:
The lead was returned after being explanted due to a system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned to the manufacturer and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID p1501dr pacemaker, implanted: (B)(6) 2011; 5076 non defib lead, implanted: (B)(6) 2011. (B)(4).